Event description:
It was reported that the balloon ruptured. The target lesion was located below the knee. The physician advanced a 3mmx40mmx146cm coyote balloon catheter to the target lesion and inflated it to 8atms. The balloon ruptured and was successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that the balloon ruptured. The target lesion was located below the knee. The physician advanced a 3mmx40mmx146cm coyote balloon catheter to the target lesion and inflated it to 8atms. The balloon ruptured and was successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the inflation and wire lumens. There were multiple hypotube kinks. Magnified inspection identified a longitudinal tear extending nearly the full length of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the confirmed balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).